Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic and vaginal area pain, stress urinary incontinence, frequency/ urgency, infection, pain during intercourse, pelvic pain, urinary retention, urine leakage, and vaginal bleeding. No further info has been provided.